Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No frozen screen or blank display was noted. Unable to perform the currents test due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, a broken belt clip slot, minor scratches, a cracked display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 175 mg/dl. The customer stated that she was trying to bolus and her pump's screen froze. The customer stated that she had a button error that would not let her push anything. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.